Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a treatment with an ak 96 machine, an alarm was generated that ultrafiltration was reached. Treatment was continued and the patient's vital signs were monitored. The ultrafiltration volume was set to 2700ml for 4 hours. After 3 hours of treatment the patients¿ blood pressure was 82/53 and treatment was discontinued 25 minutes later. It was reported the ultrafiltration amount was 2600 ml and the amount displayed on the device showed 1643 ml ultrafiltration. No external fluid leak was reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the device was not received for evaluation; however, the device was evaluated on site by the hospital engineer and two pictures of the evaluation were provided. The first one showed the pressure dialysis sensor that was replaced and the second one showed the degassing chamber that was replaced. The reported condition was verified. The cause of the condition could not be determined; however, it is likely due to the aging of the component. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.